Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j10807r23, implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 30 mg/ml at 8.201 mg/day and bupivacaine 1.2 mg/ml at 0.3281 mg/day via an implanted pump for non-malignant pain, chronic low back pain, and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2016 was the date of the drug information. An inflammatory mass was diagnosed and in (B)(6) 2016 the patient experienced symptoms of loss of efficacy with a gradual onset. A computerized tomography (CT) myelogram was done and "a small granuloma" was confirmed. It was noted there are compounded medications in the patient's pump from the previous provider. The patient still had the original catheter and they left it as is (the granuloma) and turned the pump down to the minimum dose per the reporter. Now they wanted to turn the pump off and already sent the completed pump off form in. The pump password was provided and information reviewed on programming the pump to off state on the date of this report. The cause was indeterminate. The hcp suspected long term intrathecal infusion of morphine and bupivacaine may be the cause. The catheter was placed 15 years ago with provider in (B)(6). The inflammatory mass was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.